Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06246. It was reported the patient was experiencing ineffective stimulation from his scs system. As a result, the patient's entire scs system was explanted. The patient is to have an MRI at a later date, after which the physician plans to implant a paddle lead.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06246.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.